Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During insertion of the sheath, the physician attempted to aspirate and flush but noticed that air was coming out of the sheath around the dilator. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.